Event description:
Device issue: dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that when the protective sheath was removed for preparation, the stent had dislodged off the balloon and remained inside the protective sheath. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted one drop of blood visible in the guide wire lumen and contrast on the balloon. The stent had dislodged from the balloon and was located inside the proximal end of the protective sheath, confirming the reported information. The proximal end of the stent was located 15 mm distal to the proximal end of the sheath. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no damage noted to the protective sheath or stylet. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that slight pressure was applied to the protective sheath during removal, inadvertently applying pressure on the stent and resulting in the stent being removed with the sheath. Analysis noted a kink in the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the preparation or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.